Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the tubing and into the cycler. While removing the blue tubing, pt noticed a cut on the tubing and fluid in the pump to obtain. Pt had no adverse effects from the incident and was not administered any prophylactic antibiotics. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.